Manufacturer narrative:
Results: the returned jet7 was kinked at approximately 46.0 cm and 97.0 cm from the hub. The device was ovalized at its distal tip approximately 132.0 cm from the hub. During functional testing, the returned jet7 was unable to be advanced into a demonstration neuron max due to the distal ovalization. A demonstration 3maxc was unable to be advanced through the jet7 due to the kink on its proximal shaft. Air was flushed through the jet7 while submerged in the bleach solution, and no air leaking was observed. Conclusions: evaluation of the returned jet7 confirmed multiple kinks on the catheter and revealed a distal tip ovalization. If the device is forcefully advanced against resistance, damage such as these may occur. The root cause of the resistance was unable to determined. An air leaking test was performed during functional testing and no air leaking was observed. The reported hole on the catheter was unable to be confirmed. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) and middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, the physician completed one pass using the jet7. After removal, while flushing the jet7 on the back table, the physician noticed that there was a kink and hole on the mid-shaft of the jet7; therefore, the jet7 was no longer used for the remainder of the procedure. The procedure was completed using another jet7. There was no report of an adverse effect to the patient.